Event description:
In 2009, patient's mother reports the patient is having issues with the blockage of the infusion set which started a week ago. Patient is currently using a competitor's infusion device. Mother states she will connect the infusion tubing to the infusion device (without pigtail) and a blockage will occur. Mother reports while on the phone, she opened up a new box of infusion sets and inserted a new infusion site and infusion tubing and everything was okay. Mother states that because of the blockages that are occurring, patient's blood glucose has been running over 500 mg/dl. Mother reports she will give patient an extra injection of insulin to bring down her blood glucose. Mother states patient's blood glucose has been running normal today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. On call back, patient's mother reports patient's physician advised patient has developed scar tissue on abdomen. Mother states physician said blockage was not product related, and recommended new site locations. Mother reports product will not be returned because of this. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.